Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the h9 corrective action details. Updated fields: h2, h7, h9, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cover had a broken cap during an endoscopic retrograde cholangiopancreatography (ercp) intervention. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most likely cause of the broken cap was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either 04953170403019 or 04953170441271 depending on the lot number used.